Event description:
Symptoms of shortness of breath, weakness and diaphoresis all day long and he recieved a shock following which his symptoms subsided. Implantable cardioverter/defibrillator check revealed prolonged charging time of greater than 30 seconds and low lead impedance suggestive of implantable cardioverter/defibrillator capacitor failure.